Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device implantation procedure was performed at (B)(6). Vaginal wall mesh exposure repair and perineal abscess removal were performed at (B)(6). (B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during an anterior vaginal wall mesh and trans-anal rectal prolapse procedure performed on (B)(6) 2009. According to the complainant, on (B)(6) 2016, the patient visited the complainant's healthcare facility for a procedure request as there were mesh exposure on the vaginal wall and perineal abscess formation. On (B)(6) 2017, vaginal wall mesh exposure and perineal abscess removal were performed under general anesthesia. The perineal abscess was allegedly due to a mesh arm infection. On (B)(6) 2017, there was good progress in the restoration area; however, there was abscess formation in another perineal area. On (B)(6) 2017, surgical intervention was performed at a different healthcare facility where the device implantation was performed. Treatment is reportedly ongoing and there is no reported sexual pain.